Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.

Event description:
Hcp reports a pump explant due to infection after 27 mo implant duration. No pt symptoms or outcome was provided. The drug contained in the pt's pump is compounded baclofen (500mcg/ml) at an unk daily dose. Add'l info has been requested from the hcp, but was not available at the time of this report.